Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Also there was a p-wave amplitude measurement issue.

Event description:
It was reported that the patient experienced shortness of breath. A warning triggered on the right atrial (ra) lead due to high impedance which caused a polarity switch. There were also high thresholds and non capture in bipolar or unipolar configurations. A fracture was suspected. The lead was reprogrammed and subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.